Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Correction: section h.6 this is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed a severed electrode. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The condition of the electrode prevented an electrical test from being performed. The device passed the electrical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced no sound. External equipment was exchanged, and programming adjustments were made, however, the issue did not resolve. Device testing revealed results within normal limits. Surgeon suspects labyrinthitis or vestibular neuritis and the audiologist noted the recipient had flat tympanogram. The recipient did not receive any medical treatment for vertigo or flat tympanic membrane. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.